Event description:
It was reported that the inlet part blew out. No additional information.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a damaged housing, front panel, battery cover, input/output label and small knobs. The threads on the manifold variable relief are damaged and the patient outlet connector is missing. The input manifold is loose on the bottom chassis. The customer stated problem was duplicated. Impact to the device was found, excessive force on the missing outlet connector was exerted. Replaced manifold block assembly and installed patient outlet connector. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. The previous service history has been reviewed and deemed unrelated to the current customer reported problem., corrected data: e4: correction: customer reported to FDA: no information d5: correction: operator of the device: unknown.